Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. The customer's blood glucose reading was 344 mg/dl at the time of incident. Troubleshooting found that the customer was trying to insert into hard areas and scar tissue of the skin customer indicated that the issue was resolved by a complete set change. Customer will be provided with 2 replacement infusion sets.